Event description:
Clinical study-same case as MFR #600089-2005-00066 and 6000093-2005-00056. It was reported that 1 day after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. In 2004, the pt presented to the cath lab. The pt was administered IV 2b3a agent and oral plavix. The first lesion being treated was a 3.5 mm, 80% stenosed, moderately calcified, moderately tortuous, distal right coronary artery (rca) lesion. The lesion was predilated and a taxus express2 8.8% 3.5 x 16 mm drug eluting stent was placed without incident. The second lesion being treated was a 3.0 mm, 85% stenosed, moderately calcified, moderately tortuous, mid rca lesion. The lesion was predilated and a taxus express2 8.8% 3.0 x 32 mm drug eluting stent was placed followed by an overlapping taxus express2 8.8% 3.5 x 28 mm drug eluting stent without incident. The following day, the pt returned to the cath lab for an unk reason and another taxus express2 8.8% drug eluting stent was placed in the distal rca. The pt was discharged from the hospital on 3rd day on plavix and asa. Additional info has been requested.